Manufacturer narrative:
(B)(6): eval method: device history could not be reviewed as the serial number of the valve was not provided. Results: no product was returned. Conclusion: cause of event determined to be due to implant technique. Analysis: no product was returned. Conclusion: the myocardial infarction was determined to be due to occlusion of the coronary artery by the stent post. This is related to implant technique/user error.

Event description:
Medtronic received info that the pt implanted with this bioprosthetic valve died due to a myocardial infarction (mi) following implant. It was reported that the valve stent post occluded the coronary ostia.